Event description:
Additional information received reported that it was unknown which components were involved in the reported event. The troubleshooting done to provide insight to the issue was unknown as the patient was last seen by this health care provider (hcp) on (B)(6) 2013. The actions taken to resolve the issue were unknown and the patient was alive. The patient saw another hcp who had the manufacturer representative meet with the patient to test the device and then disconnected the device.

Event description:
It was reported that after speaking with a nurse in the patient¿s health care provider¿s (hcp¿s) office it was verified that the patient no longer had the device. The device fell out or came out itself and no hcp removed it as it came out itself. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v177540, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).